Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI upn: m365sc12160, model: sc-1216, serial: (B)(6), batch: (B)(6), UDI: (B)(4).

Event description:
It was reported that the patient experienced constant, excruciating pain and muscle contractions in the left ribs and abdomen when the stimulation was turned on. It was noted that the paddle lead was extremely lateral and was causing thoracic radiculopathy. Program optimization was attempted and was not successful, and patients issue occurred everywhere on the paddle lead. The patient underwent an attempted revision; however, the surgeon was incapable of properly placing the paddle lead along the midline of the epidural space. The spinal cord stimulator (scs) was explanted and the patient was doing well postoperatively. The explanted device components were retained by the medical facility.